Manufacturer narrative:
(B)(4). Results of investigation: the carefusion certified 3rd party service technician was able to confirmed the reported issue and replaced the main power board and turbine. The device was returned to the customer operating to service specifications. The suspect turbine was evaluated by carefusion's failure analysis laboratory but the reported issue was unable to be duplicated. The suspect turbine operates properly to manufacturer specifications and no failure was detected. The suspect main board's evaluation is still pending. A supplemental report will be submitted once the main board's evaluation is complete.

Event description:
The customer reported that the ventilator showed vent inoperable (vent-inop) alarm (audible and visual). The reported issue was found during start up so there was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab was able to verify the customer's reported issue. Bench testing revealed a faulty solenoid s903 slow response causing transducer pt800 to fail zero calibration and therefore go ventilator inoperable (inop).